Event description:
It is reported the patient underwent a procedure where an nc stormer balloon, another brand balloon and a cougar wire were used. After the procedure and when the patient was in the holding area of the hospital, the patient suffered from a cardiac arrest and required cardio-intervention. The patient has since undergone a successful stenting operation in which an unknown stent was placed in the lcx vessel. Patient is reported to be doing well. No other clinical sequelae reported.

Event description:
Additional information: it had been initially reported that an nc stormer balloon was used during a procedure and that the patient suffered from cardiac arrest afterwards. Subsequent information has been provided that cardiac arrest did not occur. The physician responsible confirmed that the patient was bradycardiac, hypotensive and that st segment elevation did occur but the patient did not suffer from cardiac arrest. The previously mentioned nc stormer balloon was used after the st segment elevation event occurred so there was no relationship between the nc stormer balloon and the event.

Manufacturer narrative:
Evaluation results and conclusions: (root cause could not be determined). (Mi). (Device or procedural images were not returned for review). (B)(4).